Manufacturer narrative:
G5: 510(k)#:k102985. B4: 09sep2021. The customer called technical support to troubleshoot the issue. The customer was able to review the ventilator diagnostic report with technical support from march and confirmed that a patient disconnect alarm was logged the same day as the event. The customer reported that the issue was not duplicated as the unit passed all testing and the units alarms were found to working with no issues. The ventilator passed all testing and was return to use. No patient information was available although requested. The occurrence of the patient disconnect alarm was confirmed in the event log. The biomed also verified that audible alarms were functioning as intended during evaluation. Based on this information, the device is working within specifications and there was no deficiency in its performance or functionality.

Event description:
It was reported to philips that the patient removed the mask and the device did not alarm. The device was in use at the time of the event. The ventilator was swapped out at the time of the event with no report of patient or user harm. No other medical intervention was reported aside from the device exchange. The device was evaluated by the customer with clinical assistance from a philips remote service engineer (rse). The rse advised to review the event log for the time of the event and look for alarms during that time. The caller was also advised to make a copy of the drpta, and run a successful performance verification test (pvt) before placing back into service.